Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to 'slice in lead with wire protruding'. The physician elected to perform an invasive procedute to replace the lead and implantable cardioverter defibrillator (ICD) at this time.